Event description:
Boston scientific received information that this device tripped elective replacement indicator (eri) and the field representative wanted to know how much time until end of life (eol). The current monitoring voltage is 2.39 v and the charge time is 15.9 seconds. Boston scientific technical services (ts) advised the field representative to save the device memory to a disk and have it analyzed or have the patient follow up on a monthly basis. The field representative believes the device will be changed out soon. No adverse patient effects were reported.

Manufacturer narrative:
The field representative has been contacted to find out when a device change out will occur and to have the device returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information reports this device has been explanted and replaced with a new device. No adverse patient effects were reported. The device is expected to be returned for analysis, this report will be updated when analysis is complete.